Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced diaphragmatic stimulation after implant of a new implantable cardioverter defibrillator. The left ventricular lead was explanted and replaced on (B)(6) 2015. The patient was in normal condition post procedure.